Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an unsuccessful removal attempt of the sensor on (B)(6) 2025. The sensor's site is the left upper arm. It was confirmed that an incision was made to attempt to remove the sensor.a second removal attempt was done on (B)(6) 2025, but the sensor still couldn't be removed.sensor wasn't palpable before the incision. Transmitter and ultrasound was used to localize the sensor.as per notes, the hcp was able to feel the sensor with the clamp after locating it with the ultrasound, but they were unable to grasp it.next tentative date of removal hasn't been provided as the user has been directed to a surgeon, but no further feedback has been given.